Event description:
On (B)(6) 2025, a care coordinator at an assisted living facility called to report one of their residents experienced a hyperglycemic event requiring hospitalization. The caller reported the patient's ilet triggered an occlusion alert; however, the care facility staff did not know how to resolve the occlusion alarm. The patient was treated with insulin while in the ER and released.

Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review confirmed the ilet was operating according to specification. As a result of the occlusion alarm, the ilet suspended insulin delivery awaiting the user to perform an infusion set change, which was completed with consultation from customer service. The user's bg levels returned to normal following the infusion set change and is reported as fine.